Event description:
Healthcare professional reported "ruptured". This record is for an unknown side. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported ruptured. It has been identified that this record, mrn 9617229-2025-15383, is a duplicate of mrn 9617229-2025-16514. Please see mrn 9617229-2025-16514 for reportable events.